Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was turned on and off 10 times and no issues were found. The device was allowed to run for 48 hours on the customer settings. An unrelated issue was found and corrected. The device passed all testing and was returned to the customer.

Event description:
It was reported that a ventilator generated a constant airway pressure (paw) alarm that could not be silenced. This occurred immediately following attaching the patient to the patient circuit. The reporter stated the battery was disconnected from the ventilator to silence the alarm. The patient was removed from the device, manually ventilated and then placed on an alternate ventilator. There was no harm to the patient reported. There is no death or serious injury associated with this event.